Manufacturer narrative:
Eval summary: the reported condition of no open door alarm was confirmed. The reported malfunction was caused by the failure of the rear case switch. The rear case assembly was replaced, which includes a new switch, to correct the reported malfunction. The device was repaired and returned to the customer on 20 may 2008. The mfg facility has been made aware of this report through baxter's complaint mgmt tracking sys. The mfg facility will continue to monitor similar reports for possible trends.

Event description:
The facility rep reported a pump observed not recognizing that the door is open. This incident was observed before use. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The device was sent to baxter for repair and/or refurbishment.